Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photographic analysis: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows a white reload inside of its package from top view and the pan cartridge was noted partially dislodged from right side. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the distal gastrectomy surgery, before used, noted the pan detached from the reload as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.